Event description:
The customer reported that his olympus endoeye flex deflectable videoscope was not producing an image during preparation for a therapeutic procedure. According to the initial reporter, the intended procedure was completed using a replacement device without any patient harm reported.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. The image was present during testing, but noise was in the image, compromising it. Additionally, the bending angle was insufficient due to the elongation of the angle wire. The adhesive on the distal end was missing. Scratches were present on the video connector, the grip, the universal cord, and the video connector case. The light guide connector was found deformed and the video connector case had been cracked. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.